Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The device is not PMA/501k approved. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, crease fold, wear abrasion, the weight the device within specification and voids in the gel observed after autoclave. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The events of seroma-late, capsular contracture and lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: capsular contracture baker grade unknown, seroma-late, lymphoma-alcl.

Event description:
"The doctor reported: periprosthetic bilateral capsular contracture of long evolution. Two years ago the patient started suffering late seroma in left breast. The patient visited the doctor for a treatment. Bilateral capsulotomy and replacement of implants surgery was performed. It was requested cytology test of the explanted seroma from the left breast and ap test of both periprosthetic capsules. Biomarkers cd30+ and alk- have been confirmed. The seroma test (cytology) is negative for malignant cells. The capsules test was positive for alcl in periprosthetic capsule of left breast."